Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield separated from the bd veo¿ insulin syringe with the bd ultra-fine¿ needle in the packaging, and 2 syringes' needles broke off in the injection site and were removed with tweezers. The following information was provided by the initial reporter: "consumer reported that one needle was unshielded and sticking through the bag, the shield was loose inside of the bag." "Consumer also reported that 2 needles broke off in the injection site during injection. She was able to remove the needles with a tweezer, no medical attention, no injuries."